Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had communication error alarm and an off no power alarm. The customer¿s blood glucose was 5.7 mmol/l at the time of incident. Customer stated that the insulin pump had a recurring communications error every time he would clear the alarm. Customer also reported to have received an off no power alarm with low battery alert warning. No troubleshooting was performed. The customer was advised that the insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with constant communication error alarm followed by unexpected off no power alarm, problem isolated to the mother board. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to communication error alarm. The device had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip, stained address, serial number label and stained end cap sticker.